Event description:
Consumer complaint of blood results reading "hi". Customer stated results are around 130mg/dl. Performed back to back blood tests - 300mg/dl and "hi". Another back to back blood test performed at the time of the call was 292 and 267mg/dl (customer consumed some pasta about an hour ago). Last results in memory were "hi", 493mg/dl, "hi", 568mg/dl, "hi", 145 mg/dl, and 91mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/30/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi." Customer stated results are around 130mg/dl. Performed back to back blood tests - 300mg/dl and "hi." Another back to back blood test performed at the time of the call was 292 and 267mg/dl (customer consumed some pasta about an hour ago). Last results in memory were "hi", 493mg/dl, "hi", 568mg/dl, "hi", 145mg/dl, and 91mg/dl. No adverse event reported.